Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was selected for an implant in a patient with a history of pulmonary hypertension( pap40/14(23) mmhg). The perimeter 76.0mm, area 444.8mm2, perimeter derived 24.2mm. Based on CT annular measurements. There was moderate annular calcium distribution. During implant procedure, a pre balloon aortic valvuloplasty (bav) was performed with a non-abbott device. The valve device was deployed with optimal implanted depth of ncc dept 3mm, lcc dept 3-5mm . All retainer tabs release out from valve capsule before retrieving the delivery system. Transthoracic echocardiography (tte) result showed mild paravalvular leak (pvl) and mild central valve regurgitation occurred during the procedure. The physician performed a post balloon aortic valvuloplasty (bav). After post-bav, physicians accepted the result for trace/mild perivalvular leak at 3 and 5 o'clock. Trivial/ mild central regurgitation with jet lvot less than 25%. The procedure was completed. Patient condition was stable with no adverse consequences before, during and after procedure. No report of clinically significant delay, no product replacement, and no product return in this event. No additional information of technical issue photo/ video, and other associated products is available to report in this event.

Manufacturer narrative:
An event of paravalvular leak (pvl) and central regurgitation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the valve was correctly sized based on provided annular dimensions, there was moderate annular calcium, no anatomical or tissue/calcium interference affecting expansion was noted, there were no deployment difficulties noted, and the implant depth was 3mm from the non-coronary cusp. It was also noted that the physician performed a pre- and post-balloon aortic valvuloplasty (bav). After post-bav, the physicians accepted the result of trace/mild perivalvular leak at 3 and 5 o'clock and trivial/ mild central regurgitation with jet left ventricular outflow tract (lvot) less than 25%. The provided images were reviewed by an abbott clinical engineering manager. Based on the available information, the root cause of the reported event appears to be related to procedural conditions (pre-bav was not satisfactory). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was selected for an implant in a patient with a history of pulmonary hypertension. Measurements performed show the perimeter: 76.0mm, area: 444.8mm2, and perimeter derived: 24.2mm. Based on CT annular measurements, there was moderate annular calcium distribution. During implant procedure, a pre-balloon aortic valvuloplasty (bav) was performed with a non-abbott device. The valve device was deployed with an optimal implanted depth of ncc dept 3mm, lcc dept 3-5mm . All retainer tabs release were out from valve capsule before retrieving the delivery system. Transthoracic echocardiography (tte) result showed mild paravalvular leak (pvl) and mild central valve regurgitation occurred during the procedure. The physician performed a post-bav. After post-bav, the physicians accepted the result of trace/mild perivalvular leak at 3 and 5 o'clock. Trivial/ mild central regurgitation with jet left ventricular outflow tract (lvot) less than 25%. The procedure was completed. Patient condition was stable with no adverse consequences before, during and after procedure. No report of clinically significant delay, no product replacement, and no product return in this event. No additional information of technical issue photo/ video, and other associated products is available to report in this event.